Event description:
It was reported that the patient presented at the emergency room due to audible tones coming from their device. The device was interrogated and it was noted that their right ventricular (rv) lead had a lead integrity alert (lia) triggered for indefinite pacing impedance, high pacing impedance, high rate non sustained episodes, elevated sensing integrity counter (sic) counts, noise, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.